Manufacturer narrative:
The knob was confirmed to be broken off, and the case surrounding its encoder was found to be broken. The ventricular output connector was found to be broken. The liquid crystal display (lcd) was found to have bleed. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. The epg was returned for service. There was no patient involvement. The epg tested out-of-specification, during analysis.